Manufacturer narrative:
The pump passed the displacement self tests. No shadows, smudges or rainbow colors on the screen were noted. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the display was not displaying all the information. Customer thought initially the screen might be scratched but once she looked closely she noticed the display the ink was missing. Customer sometimes notices shadows in her screen. Customer's blood glucose was 139 mg/dl. Self test was performed and device passed, screen looked fine. Customer stated the device was not dropped or bumped. Customer was advised to revert to back up plan. Customer called back and stated she has been waiting for replacement pump but it hadn't arrived. Customer stated the device was working fine but it was barely see it. No further information reported.